Event description:
It was reported "balloon was not inflating adequately". Additional information from the customer is conflicting, at the time of this report the customer as not responded to our requests for additional information.

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon was not inflating adequately" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "balloon was not inflating adequately". Additional information from the customer is conflicting, at the time of this report the customer as not responded to our requests for additional information.

Manufacturer narrative:
(B)(4)